Event description:
It was reported through a survey for ilet experience study that after a meal the user¿s glucose rose above 400 mg/dl because a meal announcement was missed, and the user administered subcutaneous insulin by pen to reduce glucose; an ilet alert 401 was referenced. Symptoms included hyperglycemia. Outcomes included user self-treatment without emergency care or hospitalization. Investigation included case intake and request for a blood glucose questionnaire to clarify event details. Investigation of this case revealed user error related to a missed meal announcement; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial